Manufacturer narrative:
Submit date: 3/7/2017 . An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that suction handle component fg71-24225 yankauer suction handle is falling off the tubing. Dimension is too small and does not fit properly. No patient impact.